Event description:
Complainant alleged that during biomed testing and routine preventative maintenance of the device and paddles, the unit did not display the simulated ECG rhythm. The complainant indicated that there was no patient involvement in the reported malfunction.